Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the forceps channel port is shaved, there was insufficient angle of the angle, there are insertion wrinkles, there was discoloration of curved rubber bond, there were scratches and crushing of insertion part and the universal cord, there was a video cable scratch, there was a video cable wrinkle, there were scratches on video the connector and the video connector case, there was leakage inside light guide connector and the light guide cover glass, there was an operation part scratch, there was a switch box scratch, there was an operation part cover scratch, there was a grip scratch, there was an angulation lever scratch, there was an upward/downward plate scratch, there was poor watertightness of light guide connector, and loose water leak detection connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope had loosening of the water leakage detection connector. Inspection and testing of the returned device found the forceps channel port is shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported the subject device is used 2-3 times per week and it's is inspected prior to use. The subject device is cleaned, disinfected, and sterilized using an oer-4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and d10. Please see updates to h6 and h10. B5/d10: the information included in b5/d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the scraping of the instrument channel port was caused by handling. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.